Event description:
It was reported that during use, the inner tubing of a level 1® hotline® 3 blood and fluid warmer was defective and little to no fluid flowed through the inner tubing. The event outcome was reported as "other serious (important medical event)", but no information on the medical event was provided. No permanent injury was reported.